Manufacturer narrative:
(B)(4). Batch # r57n9f. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 60 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the firing knob was broken, did it break off of the device? [Once dr. Fired the 2nd reload, he comes across with the staple line of the 1st reload, he fired around 2 to 3cm, and stopped. When he tried again, the firing knob broken] if yes, did it fall into the patient? [No] . Will it be returning with the device for analysis? [All actual sample from the customer was returned.]

Event description:
It was reported that during a laparoscopic sigmoidectomy, the surgeon used the device to transect the colon, was very smooth on the 1st fire. For the 2nd fire, when surgeon comes across with the junction of the previous staple line, he found hardly to transect it, it was about half way of the transection line. When he tried hard to dissect it, the firing knob broken. He changed to a new like device to fire the remaining part. There were no patient consequences reported.